Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead shock impedance measurements have been gradually increasing over the past year from 50-60 ohms to 110 ohms in (B)(6) and 120 ohms since (B)(6) 2016. The patient was seen in-clinic today and impedances are now 128 ohms. Boston scientific technical services (ts) discussed this is most likely calcification on the coils growing over time. Ts suggested continuing to monitor and if impedances increase to 140-150 ohm range to bring the patient in and perform a 1.1 joule commanded shock to check the integrity of the system. No adverse patient effects were reported.